Manufacturer narrative:
The returned device and a photograph were visually inspected. Results: we confirm that the mr210 gas ports were deformed, most likely due to overheating. One port had broken off and there were cracks in the chamber dome. The break and cracks apparently occurred when the user removed the breathing circuit with some force as the breathing circuit was difficult to remove from the chamber gas port. We are awaiting answers to questions regarding ventilator and humidifier setup, and the settings used. Our investigation continues.

Event description:
Reporter reported that an mr210 humidification chamber deformed while in use. No pt consequence was reported.